Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was reported that the patient had undergone multiple MRI scans after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿

Event description:
It was reported to medtronic neurosurgery that when the valve was adjusted to pressure level 1.5 using the adjustment tools, an x-ray of the valve showed the reading to be 2.5. Reportedly, when the valve was adjusted to pressure level 2.5 using the adjustment tools, an x-ray of the valve showed the reading to be 1.0. Reportedly, the patient has had multiple MRI scans after implantation of the valve. The report stated that the device remains implanted and the patient is being monitored.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It was reported that the patient had undergone multiple MRI scans after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ additional patient/device information: the patient's initials, gender, weight, age, and implanted date were provided. The catalog and lot numbers were also provided. It was later reported that the patient has had multiple MRI scans and the first MRI was performed on (B)(6) 2016 due to postoperative chiari decompression. It was also later reported that the patient is stable and has not experienced any symptoms of over or underdrainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.